Event description:
It was reported that a patient disconnected from therapy to use the restroom and when they reconnected, the homechoice was in prime. The patient was connected at the time of the event. The technical service representative (tsr) advised the patient to start over with all new supplies. The tsr explained proper setup. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient being connected to therapy during prime is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.